Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, an allergic reaction occurred. (B)(6) 2008, the patient had an unspecified taxus express2 stent implanted. The target lesion location and characteristics is not provided. The patient has complained of unspecified allergic reactions. It is also noted that on (B)(6) 2009 the patient had a non-bsc drug eluting stent also implanted and began complaining of allergic reactions at that time. It was further reported that prior to the initial procedure, the patient presented with complaints of recurrent exertional chest pain and subsequently tested positive for ischemia during a stress test. The vascular access site was the right femoral artery. The 85% stenosed, eccentric target lesion was located in the ostium of the left anterior descending (lad) artery. A non-bsc 8fr 3.5 guide catheter was advanced to the lesion site and the lesion was crossed with a non-bsc 0.014 guide wire. A taxus express2 3.0x8mm stent was then successfully deployed in the ostium of the lad at 10 atms for 10 seconds. Angiography revealed residual stenosis of 0%. The patient received angiomax during the procedure. Approximately five months ago, the patient began to experience itching, hives and a rash. The patient does not have any drug allergies. It is possible there is an allergy to nickel, however this has not been confirmed, the patient has been seen by an allergist with additional testing pending. Benadryl was used for treatment. It is the physicians opinion that this event is not related to the taxus express2 stent.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, an allegic reaction occurred. On (B) (6) 2008 the patient had an unspecified taxus express2 stent implanted. The target lesion location and characteristics is not provided. The patient has complained of unspecified allergic reactions. It is also noted that on (B) (6) 2009 the patient had a non-bsc drug eluting stent also implanted and began complaining of allergic reactions at that time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).